Manufacturer narrative:
Additional information: a1, h6, h10. Information was received on 2-apr-2020 indicating that the pump did not fail during use on a patient. No patient was involved in this event. It was noted that the pump has been received back from repair and is working correctly.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived with a crack to the front rear housing and cracked screen. The event log did not reveal the alarm and substantiate the claim. However, when duplicating and testing the device , it was found service due and needs clock battery to be replaced. No alarm with error code. Action was taken to replaced clock battery. Unknown cause of event.

Event description:
Information received cadd-legacy 6400 pump alarm giving error code. No patient adverse events reported.